Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, there was no air nor water output observed due to a clogged nozzle. In addition, the bending section glue was peeled off, the connecting tube was scratched and the angulations were out of specification. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the colonovideoscope had no air/water flow. Upon inspection and testing of the returned device, foreign matter was discovered in the nozzle causing insufficient air/water supply. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of the clogging of the nozzle caused by insufficient cleaning found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the nozzle was easily clogged with foreign material for it was deformed. The clogged material was unable to be specified. Olympus will continue to monitor field performance for this device.